Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-28919. It was reported a patient's atrial lead presented with oversensing noise. The lead was explanted and replaced in a procedure on (B)(6) 2021. During explant the stylet could not be fully inserted into the lead, it was stuck and could not be inserted any further. Also during the procedure, the implantable cardioverter defibrillator (ICD) header was found to have blood in the right ventricular and left ventricular connector port. The ICD was explanted and replaced in the same operation. Post-procedure the patient was stable.